Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and a watchman access system (was) double curve. The "(was)" was positioned in the laa and the closure device was deployed. During deployment the tip of the was sheath folded backwards. The was was removed from the patient and the procedure was completed with a new was. No patient complications were reported. It was further reported the was sheath tip did not fold backwards during deployment of the closure device but during advancement of the was into the femoral vein.

Manufacturer narrative:
Device analysis by MFR.: the returned product consisted of a watchman access system (was) with the dilator in the sheath. The device hub, sheath, and tip were visually and microscopically inspected. Inspection revealed and there was polytetrafluoroethylene (ptfe), a generic term for dupont teflon, delaminating from the inner sheath wall of the device tip. Product analysis confirmed the reported event of tip damage as the inner sheath of the device tip was delaminating.

Manufacturer narrative:
B5 event description updated.

Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and a watchman access system (was) double curve. The was was positioned in the laa and the closure device was deployed. During deployment the tip of the was sheath folded backwards. The was was removed from the patient and the procedure was completed with a new was. No patient complications were reported. It was further reported the was sheath tip did not fold backwards during deployment of the closure device but during advancement of the was into the femoral vein.

Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and a watchman access system (was) double curve. The was was positioned in the laa and the closure device was deployed. During deployment the tip of the was sheath folded backwards. The was was removed from the patient and the procedure was completed with a new was. No patient complications were reported.